Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the main board powered up to an error. After the eeprom (electrically erasable programmable read-only memory) was replaced all tests passed on an automated test console. Conclusion: the reported event was confirmed caused by a corrupt eeprom. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, there was an error code present. A new main board was placed and calibrated, the liquid crystal display wires and battery cable routing were inspected and the final test on the test console was performed and it passed. The device passed all tests with no visual or electrical anomalies found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator generated an error code. It was further reported that no further information was available at this time. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.